Event description:
The pt underwent laparoscopic sigmoid colectomy with low pelvic anastomosis in 2009. He presented with fever since the next day and leukocytosis in the following day. Chest x-ray and CT scans on both two days. Findings of additional x-ray performed at about 2 days later, and a CT two days later were related to a perforation probably at the level of the sigmoid anastomosis. The pt was taken to the or on the day CT was performed for repair of leakage.